Manufacturer narrative:
The device was not returned for analysis. Attempts to gather additional event details have been made. However, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex (ped) was selected and delivered into the treating vessel and initially opened. However, when the device was deployed on the bend, it failed to continue opening. Therefore, the ped was removed. A new catheter and new ped were successfully used to treat the patient. No patient injury was reported. The patient was being treated for a right ophthalmic aneurysm that was 5mm. The anatomy was tortuous.